Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 580 mg/dl. The customer¿s current blood glucose level was 284 mg/dl. The customer did experience any symptoms such as nausea. Troubleshooting was done for high blood glucose. The customer was treated with insulin injection for high blood glucose. The customer was wearing the insulin pump within 48 hours during the hospitalization. The customer alleges insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, unit data was successfully uploaded on to carelink. No upload/download anomalies were noted.